Manufacturer narrative:
It was reported that the device won't be returned for evaluation. (B)(4).

Event description:
It was reported that a revision surgery was performed because the patient slipped and fell and the pcl was damaged. It was reported that the surgeon does not think the product is at failure.